Manufacturer narrative:
A boston scientific engineer reviewed the data and discussed that the battery status is at elective replacement near (ern), indicating that the device has less than one year of longevity remaining. The change in estimated longevity from 2 years to less than 0.5 years was most likely caused by an increase in ventricular pacing. According to the battery calculator, this additional pacing would have caused the device to use more current which then subsequently decreases the estimated longevity by approximately 0.5 years. The device is operating normally as designed and programmed. At this time, this device remains implanted and in service. No additional information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal patient follow up, interrogation of this pacemaker revealed that the remaining battery status had suddenly decreased since the last follow up in april. This patient did have high pacing thresholds and received pacing in both chambers approximately 50% of the time. However, there is still a concern that the battery had depleted earlier than expected. No adverse patient effects were reported. Additional information was received that the device was also programmed so that the atrial preferred pacing (app) feature had been on. This resulted in atrial pacing 90% of the time. A memory download was performed and sent to boston scientific for further analysis.